Event description:
It was reported that during initial start up of intra-aortic balloon (iab) therapy there was a fiber optic sensor failure alarm. Several attempts were made at plugging and unplugging the fiber optic connector and no visible kinks of the fiber optic line were reported. A non-maquet 8-fr sheath with a side port was used for balloon insertion. There was no reported difficulty during insertion. The customer was advised to use the wire lumen of the iab to transduce and use for the arterial pressure source. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. The extender and pressure tubing was also returned. The returned sheath was a non-maquet device. A visual examination of the product determined the inner lumen and optical fiber were completely separated within a kink approximately 24.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported alarm. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during initial start up of intra-aortic balloon (iab) therapy there was a fiber optic sensor failure alarm. Several attempts were made at plugging and unplugging the fiber optic connector and no visible kinks of the fiber optic line were reported. A non-maquet 8-fr sheath with a side port was used for balloon insertion. There was no reported difficulty during insertion. The customer was advised to use the wire lumen of the iab to transduce and use for the arterial pressure source. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during initial start up of intra-aortic balloon (iab) therapy there was a fiber optic sensor failure alarm. Several attempts were made at plugging and unplugging the fiber optic connector and no visible kinks of the fiber optic line were reported. A non-maquet 8-fr sheath with a side port was used for balloon insertion. There was no reported difficulty during insertion. The customer was advised to use the wire lumen of the iab to transduce and use for the arterial pressure source. There was no reported injury to the patient.